Event description:
The facility reports the cna was transferring the pt in to the tub. The chair on the lifter unlatched over the inside of the tub and the chair and the pt fell into the tub. The pt suffered a laceration to the back of the head.